Event description:
Caller states patient tested 4.9 mmol/l on the inform ii system, while a comparison lab returned as 17.6 mmol/l within 10 minutes. The lab value was obtained via central line. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.